Event description:
Clinical study. It was reported that 5 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed. The pt was enrolled into the program in 2004. Target lesion 1 was located in the ostial and proximal segment of the svg to om1 with 90% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with predilatation and a 3.0x32mm taxus stent, with 0% residual stenosis. Per source documents, an unsuccessful attempt to perform percutaneous transluminal laser arthrectomy of the lesion was made prior to stenting. Two days later, the pt underwent insertion of a biventricular pacing ICD for reduced left ventricular function and documented ventricular arrhythmia. Coronary angiography for this procedure revealed: widely patent stent in the ostial and proximal portion of the svg to om1; additional high grade lesion in a "downstream stent" in the mid portion of the vein graft; a second high grade lesion in the distal vein graft. Three days later, the pt returned to the cathterization lab. The mid portion of the svg to om1 graft was treated with angioplasty and a 3.0x12mm taxus stent; the distal portion of the graft was also treated with angioplasty and a 30x15mm taxus stent. The pt was discharged the next day on asa and plavix therapy. In the opinion of the physician the relationship of the event to the taxus stent is "not related."